Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the xl device indicating that the shock test failed. The fse evaluated the device on site. It was determined that the paddles required to be cleaned which was completed, and the device passed the operation test, and was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.